Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing; (2) have the device receive an internal water pathway replacement; (3) or participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 1/8/24. As of the date of this report the customer has not responded to these options. A follow-up will be filed if any additional information is obtained.

Event description:
After testing suspected device for bacterial contamination, device water sample was found to be outside of cardioquip's specifications for water quality.